Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During service it was found that the e360 ventilator was not getting battery backup. There was no patient involvement at the time of the reported event. Medtronic/covidien was not authorized to evaluate/repair the device. To resolve the issue, non-medtronic/covidien service provider replaced the battery and the ventilator was in working condition.